Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited episodes of unspecified over-sensing. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5168546.